Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "vitrectomy probe became loose" (loose or intermittent connection). A customer reported a piece of the vitrectomy probe broke during surgery. No patient harm was reported. Additional information was received. At the first stage of the vitrectomy, the vitrectomy probe became loose. It was reported that the probe was not well connected to the handle. The surgeon fitted probe to the handle and the procedure was completed without incident. There was no delay in surgery or patient harm.

Manufacturer narrative:
A sample is being sent back to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).